Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coil embolization of an aneurysm procedure, the tip of an echelon microcatheter was found broken when the device was opened for flushing. It was noted that catheter separation occurred during use, specifically at the distal location. The access vessel was the femoral artery with a diameter of 8mm, and the vessel tortuosity was normal. There was no friction or difficulty during injection, and no force was applied during delivery or removal. The catheter tip was not entrapped, and there was no vasospasm or catheter sticking inside the guide catheter. No surgical or medicinal intervention was required. The broken microcatheter was replaced with a new one to continue the surgery. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Event description:
Additional information was received that the damage was not noticed upon opening the package. There was no preparation performed prior to the damage being seen. There was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within an opened echelon-10 inner pouch. The guidewire, if any, used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. The echelon-10 micro catheter body was found bent at 106.5cm from the proximal end. The distal tip and distal marker band were found flattened. No breaks were noticed along the length of the micro catheter. Testing/analysis: the total length (measured up to the proximal marker band) was measured to be 152.7cm, and the usable length (up to the proximal marker band) was measured to be 145.0cm which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). The micro catheter was flushed, and water exited only the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.